Event description:
A surgery center director reported an intraocular lens (iol) was exchanged. Additional info was received from the nurse, who reported the lens was exchanged due to the pt seeing halos and rings. She reported that, at this time, the pt is stable and happy with her vision. Additional info has been requested.

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested by 09/21/2011, 09/22/2011, and 10/06/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).